Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The tissue pads were worn, and some were peeling, and falling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic laparoscopic cholecystectomy, the tissue pad of a sonicbeat came off. The tissue pad fell outside the patient¿s body. The procedure was completed by using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently added healthcare professional and missed to include company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, based on the analysis results of the actual product, we infer that the pad falling off occurred due to the following mechanism. The tissue pad was worn out and part of it came off because the grip was closed, and the ultrasound was output without anything being gripped between the grip and the tip of the probe (including after tissue was cut). A load was applied to the peeled tissue pad, causing it to fall off. The event can be detected/prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.